Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare provider had a problem with some downward movement of the lead when the stimloc cover was snapped on. No furthere information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.